Event description:
A caregiver reported a "replace sensor" message from the adc device. The customer did not experience symptoms, but had contact with a healthcare professional who treated them with "oral insulin." An hcp meter reading of 139 mg/dl was also reported, however, it is unknown when it was taken in relation to the reported treatment. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.